Event description:
It was reported that t-wave oversensing was observed on the remote monitoring transmission again and the physician noted diminishing r-waves. At the last visit the clinician increased blanking and thought the t-wave oversensing was gone. The clinician noted they are comfortable just knowing it is present. Currently there were no patient symptoms and because this has cropped up off and on the decision was made to continue to observe at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01 pacemaker (B)(6) 2012; 5086mri45 implantable pacing lead (B)(6) 2012. (B)(4).